Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient contacted boston scientific's technical services (ts). The patient reported that the electrode from the device goes across the patient's chest and is caught in the scar under the patient's chest. The patient commented that the site is very painful. Boston scientific received information from the clinic rn that the patient was seen by a plastic surgeon on (B)(6) 2016. The plastic surgeon recommended no surgical intervention at this time. The available information suggests that this electrode remains inservice. Boston scientific received information that this patient contacted boston scientific's latitude customer support (lcs) in (B)(6) 2017. The patient expressed dissatisfaction with the device and the physician who implanted this system. The patient alleged that the physician burned the incision and glued it together. The patient is now seeing a plastic surgeon. The patient commented that the electrode is implanted in scar tissue and causes pain. The device protrudes against the ribs and the patient cannot lay on their side. The patient reports receiving static shock from the device when touched. In retrospect, the patient wishes never having the system implanted. The patient had no confidence with the device at the start of the conversation; however, after the communicator was explained, the patient was thankful. The available information suggests that this device and electrode remain in-service.